Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone that, the customer had high blood glucose of 300 mg/dl to 450 mg/dl and customer declined troubleshooting for it. The customer also stated that, the insulin pump had insulin flow blocked alarm. Assisted customer in performing a 5.0u fill cannula and the insulin was exited. The insulin pump will be and reservoir will not be returned for analysis.